Event description:
It was reported that the device broke and burned the patient.

Manufacturer narrative:
Alleged failure: shaver heated up and broke in half. Burnt the patients arm the failure identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied by the user such as bending or prying to the entire assembly with poor or no suction and continued use may cause the inner shaft to fatigue and ultimately break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke and burned the patient.